Event description:
Eleven months post hvad implantation, the clinical specialist reported the power source changing from one battery to the other prematurely. The clinical specialist also reported that the battery indicator on controller displays no power while the batteries are connected to the controller, followed by the battery indicator reappearing and a single beep. A "bizarre" battery fault message has also been reported. Finally, discharge of the back-up battery when the controller is powered by the "net" was reported. Batteries were replaced and returned to the manufacturer for further evaluation. There was no reported patient injury that occurred as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Four batteries were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Thorough external visual inspection of the four batteries revealed no signs of physical damage or contamination. Analysis of the batteries revealed that the devices met specifications. All of the batteries passed external visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events and "critical battery" alarms before and on the reported event date. The most likely root cause of the reported event is a communication anomaly between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Additionally, fsca apr2014 was distributed to reinforce proper power management. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks in an event associated with intermittent power source malfunctions, wherein the hvad pump stops and successfully restarts, are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. This event is currently being investigated by the manufacturer and is part of a CAPA. A review of the batteries' manufacturing records and incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the batteries met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint.